Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported a button error alarm was received on the insulin pump. Customer was advised to revert to a back-up plan. Customer's blood glucose was not known. It was agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.